Event description:
It was reported that the tip came off and the product could not be used. No patient impact was reported. On follow-up it was reported that there was no patient or staff impact.

Manufacturer narrative:
H3: product analysis: evaluation determined that the burr/ stem is not broken but fractured at the stem wire base. The likely cause was identified as this tool has different manufacturing variations in the welding process and it most likely caused residual stress failure along tang of stem causing it to stress and fatigue out during usage. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.